Event description:
Baxter received a report from a facility involving an automix 3+3 compounder. According to the facility, they reported "no alarm appeared or sounded". This event occurred during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an automix 3+3 compounder with a malfunction that "no alarm appeared or sounded" was not confirmed or reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.